Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high and undefined impedance which caused a polarity switch. Over-sensing of short v to v were reported. The physician witnessed noise on the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.